Event description:
The complainant reported a patient was implanted with an impella 5.0 device for mechanical circulatory support. While on support, the patient was oozing from the extracorporeal membrane oxygenation (emco) groin site. The patient received 3 units of packed red blood cells, 2 cryo and 2 units of platelets. It was also reported that the patient had significant upper and lower gastrointestinal bleeds. The patient remained on impella support, was successfully weaned and the device explanted.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.